Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 23:38, the result was 601 mg/dl. At 23:39, the result was 295 mg/dl.

Manufacturer narrative:
Quality control was performed and passed. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.